Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached around 200 mg/dl, while wearing the pod longer than 48 hours.

Manufacturer narrative:
The pod was received partially deployed. The formed needle was seen in the exposed portion of the soft cannula. Upon opening the pod it was discovered the formed needle was incorrectly installed. The bend of the formed needle was not lodged into the slide retract, since the slide retract contained excess plastic. The tip of the formed needle was not seen to be dull. The incorrect installation of the formed needle resulted in the reported needle did not retract and bruising/bleeding.